Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k051496.

Event description:
It was reported patient underwent an unknown procedure on (B)(6) 2015. During the procedure, the patient expired due to lipemic embolism after the cementation of the prosthesis.